Manufacturer narrative:
Follow-up # 1, date of submission 06/12/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/18/2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. A leak test was performed and leakage was found from the lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up, down, and ok buttons reportedly have to be pressed several times for a response. The patient claimed the alleged keypad issue started approximately 5 months prior to contacting lfs. The patient confirmed the keypad is intact. There was no adverse event associated with this complaint.